Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. The functional evaluation was performed and showed the complaint of front panel malfunction was confirmed. Screen is blank after power up, establishing a relationship between the reported event and the device. The root cause is a damaged component on the pcb. It appears the motor came in contact with front pcb. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event for the product family. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery the versajet ii console the monitor remained dark without giving any pressure values, the machine works but the clinician does not know what pressure he is applying into. The console was sent to technical service in february with the same problem and returned because it was tested and "worked well". It is unknown if there was a surgical delay or backup device available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.